Manufacturer narrative:
Undisclosed injuries; undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2016 and mesh was implanted.  The patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)-surgical intervention. It was reported that patient underwent revision of mesh on (B)(6)2016 by dr. (B)(6) at (B)(6) due to erosion and adhesion.